Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose(bg) of 48mg/dl. The cause of the low bg was unknown. Customer treated the low bg by consuming glucose tablets. Recommendation was made to consult with a healthcare provider to discuss diabetes management.